Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the or on (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the ti matrix locking cap. This is 10 of 12 reports for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Ti matrix locking cap was received with saddle attached with following non-manufacturing nonconformity: saddle has flattened/rubbed teeth on one side only, the flattened angle is more extreme than normally encountered; also, there are nicks and scratches on the periphery. The sd25 face has nicks and scratches. There are nicks and scratches on the major diameter. All described nonconformities are post manufacturing. Saddle with flattened/rubbed teeth on one side only would indicate that the body was not perpendicular to rod at time of final tightening as outlined in the technique guide. Raw material cannot be analyzed because of lack of total mass, but was confirmed as correct in DHR. All relevant dimensions conform; complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.